Event description:
Caller states the patient tested 1.9 inr on the coaguchek xs system and 1.33 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that they do not have any of the strips left, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.